Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported seeing the 376 error code on the recharger and the antenna being damaged. It was further reported that after charging there was a large bruise at the implant site, pain, and the area had swelled up and hadn¿t healed yet. Even after the consumer received the replacement antenna it didn¿t resolve their symptoms. As a result the consumer went to the doctor and a got a third degree burn cream due to it being burnt and bruised for going on six weeks. Due to this issue the device was going to be taken out.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported receiving a new antenna did not resolve the swelling, bruising, or pain they experienced from charging. The consumer received an expensive burn cream from their doctor and it sent a ¿short all the way down my left leg to my foot and I spent three weeks in the hospital because my leg and hand swelled. Now I have a permanent burn scar on my right butt cheek and I¿m in a boot still from the three inch cut on my heel and it hurts like heck.¿ once the consumer got better the physician was going to take the device out. Further information received from the healthcare provider (hcp) reported the last time the consumer was seen in the office was on (B)(6) 2016. During that time the consumer did have a reddened area on the right buttock from the recharger, but there was no mention of blisters or drainage. The consumer was given a prescription for silvadine cream and mentioned they wanted the stimulator removed and have a pain pump implanted. At the visit the physician information the consumer they would have to wait until their seizure work-up is complete as they had a long history of seizures. According to the hcp the consumer¿s hospitalization was most likely related to the patient¿s seizures, not related to the stimulator or the reddened area on the right buttock. It was noted the consumer was in and out of the hospital a lot but it wasn¿t related to the stimulator. It was also reported the physician referred the consumer for a psychiatric evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.